Event description:
My husband reported last evening that after using equate contact lens conditioning solution for rigid gas permeable and hard lens, he experienced redness, burning and swelling of his eyelids. I am a rn for 25 years and have in the past year cared in our office -executive- for a co-worker who had a reaction to her contact lens solution. When he arrived home, he said it felt like a "tear" it was so painful. Not that he has ever had a tear before. I inspected his eyes and flushed them well with sterile water. He felt relief and did not use the equate product today and his eyes are much relieved. He has an appt with his ophthalmologist monday. Please be alert to any concerns risen by consumers regarding this product with an expiration date of 10/10 lot 2541a distributed. Frequency: twice daily. Route: intraocular. Dates of use: two days in 2008. Diagnosis or reason for use: wetting solution for hard contact lenses. Event abated after use stopped or dose reduced?: yes.